Event description:
Pt was treated at hosp for hyperglycemia. Family member reports that pt bolused too much insulin for meal and had not checked bg prior to delivery of insulin. User error caused event. Product not being returned for analysis.